Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey for the reliant stent graft balloon catheter. The objectives of the study were to identify any new device-related adverse events/effects and/or device complaints that were not anticipated or documented in the instructions for use (IFU) or risk management report and to confirm the acceptability of product performance. The reliant stent graft balloon catheter is a non-implantable device intended to be used for occlusion of large vessels / temporary occlusion of large vessels to control hemorrhage and for remodelling indication / expansion of self-expanding stent grafts. Survey results from a physician who used the reliant stent graft balloon catheter in five cases for temporary occlusion of large vessels to control hemorrhage reported technical success of successful delivery to the target site and inflation was achieved in all cases. Reliant stent graft balloon catheter was used in six cases to assist in the expansion of self-expanding stent grafts, it was reported that technical success of successful delivery to the target site and inflation was achieved in four of the six cases. In one case is was required to convert to open in a 2nd case the wrong size was in the room and this case was converted to open. No device malfunctions were reported. From the cases where the reliant stent graft balloon catheter was used for temporary occlusion of large vessels to control hemorrhage it was reported that non-device related complications of aneurysm rupture, inability to insert guidewire were reported to have occurred. From the cases where the reliant stent graft balloon catheter was used for temporary occlusion of large vessels to control hemorrhage, there were 2 patient deaths reported, both were reported to be rupture related at end of procedure. From the cases where the reliant stent graft balloon catheter was used to assist in the expansion of self-expanding stent grafts, there were 3 patient deaths reported, 2 were reported to be rupture related at end of procedure and 1 was reported as not ruptured related at 30 days. In all cases there was no possible exacerbation due to use of device. It is unknown when the deaths occurred, no cause of death was provided. No other device or clinical events were reported. There was no allegation that the reliant devices used caused or contributed to the patient deaths.